Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jul-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist checked station and confirmed that all functions were operating normally, was able to log in to the station without issue. Tss informed that the station may have been temporarily stuck during peripheral initialization, possibly due to an update process, which caused a brief delay. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device was not communicating, so the customer had rebooted it. They stated that the device then froze on the initiating peripherals screen and would not restart afterward. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.